Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was not functioning properly. This was noticed when trying to program a bolus 3-4 days prior to report. Pt has used this infusion device since 2007 and boluses 3-4 times per day. Down button pops back out when pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.